Event description:
It was reported that there was a right ventricular (rv) lead fracture "evidenced by lead noise, oversensing, and 6 inappropriate shocks." The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).